Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon placed clips from the er320 instrument across the cystic duct and artery. While firing the instrument multiple times, it ejected unfired clips into the abdomen and then fired half formed clips across the cystic artery. With the cystic artery bleeding, apparently from incomplete ligation, the surgeon opened another er320 and completed the case. There was no pt consequence.